Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. In (B)(6) 2016 - during a percutaneous coronary intervention (pci) procedure, rotational atherectomy was performed with a 1.5mm rotablation device, ivus was used to check lesion. Pre-stenotic dilatation using a nc balloon(2.75mm, 12atm) was conducted. A synergy (2.5/24) drug coated stent was implanted under 11atm in the left main trunk (lmt). Ivus confirmed inner cavity and post-stenotic dilation using a nc balloon catheter (3.0mm, 24atm) was conducted. Fourteen days later, the patient presented with chest pain and was admitted to the hospital. Vascular access was obtained through the right femoral artery. Angiography was performed, which revealed a 50% stenosis in the mildly tortuous and mildly calcified lmt. Stent thrombosis was present in the lmt where the 2.5×24 stent was implanted. Two days after from the time of hospitalization, percutaneous coronary intervention was performed. After a 7fr non-bsc introducer sheath was engaged in the left coronary artery, a non bsc guidewire crossed the stricture via the distal left circumflex artery and the lesion was checked with a "oct." The deployed stent in the lmt was expanded well but "halo" was confirmed. Peri-stent contrast staining (pss) was also confirmed under angiography. Ablation with excimer laser was performed to treat the thrombus. The lesion was post dilated at 26 atmospheres using a 3.5x10mm non-bsc balloon catheter and the procedure was completed. No further patient complications were reported and the patient's status was good.